Event description:
Additional information received reported the entire system was removed on (B)(6) 2014. It was reported both sites (old and new) appeared to be infected. It was reported the leads were also removed as a precaution. It was reported the patient was still in the hospital on thursday and was on IV antibiotics. It was unknown if cultures were taken, or what the results were. See mfg report # 3004209178-2014-05173 regarding the patient's prior ins.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3986a60, lot# n339866, implanted: (B)(6) 2013, product type: lead. Product ID 3986a60, lot# n339807, implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported there were perioperative antibiotics administered. The patient did not have meningitis. Signs and symptoms of the infection included redness and swelling. Primary location of the infection was the device pocket. A culture was obtained from the device pocket. The type of organism cultured was (B)(6). Treatment instituted for the infection included oral antibiotics, intravenous antibiotics and total device system explant. Patient outcome was the infection resolved. It was noted that risk factors for the patient prior to implant included corticosteroid use. Additional information received reported the cause of the event was the infection. The implantable neurostimulator, lead and extension were removed. Patient had required hospitalization was a result of the event and the patient had recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3986a60, lot# n339866, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a60, lot# n339807, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).